Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary:the complaint device was received and evaluated at the service and repair center. Per service report, we were unable to verify the defect described by the customer (will not lock/unlock). Hence, this complaint cannot be confirmed. However, a different defect was identified to be implicating the functionality of the device. The following activities were performed: short circuit in the motor cable - motor cable replaced "micro": preventive replacement of o-rings performed. The root cause of the reported failure is undetermined as the failure was not confirmed. Additionally, the root cause of the short circuit failure is also undetermined. The motor cable was replaced and the unit was restored to specification and now functions as intended. The service history has been reviewed in lieu of the mre for this device since it was previously serviced. The device was last serviced on december 12th, 2016 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via service request that the shaver blade of the micro tornado handpiece with hand controls is unstable when forward. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.